Manufacturer narrative:
This report is being submitted as follow up no. 2 to provided the completed investigation results. One 7fr ik sheath and dilator were returned for evaluation. The returned components were decontaminated. After decontamination, the components were visually examined. A blood-like substance was still observed on the device. The components were returned unmated. There were no gross visual anomalies with either the sheath or the dilator. Functional testing was conducted. The distal end of the sheath was inserted into a 16 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was then closed and the air pressure was increased. The sheath with the hub side tubing and 3wsc were all submerged under tap water and no air bubbles were observed forming around the hub, sheath, valve or 3wsc. In addition, a 6fr dilator was then inserted into the sheath. This assembly was then again submerged in water. No bubbles were observed. The dilator was then removed and the assembly was submerged for a third and final time. No bubbles were observed. After leak testing, the valve was dissected and observed and revealed no anomalies. The slits on both the top and bottom opened appropriately. The complaint was unable to be confirmed since no bubble formation was detected around any portion of the assembly. The received device was able to perform to functional specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported valve leakage. A 7fr pinnacle sheath was leaking without a device inserted. It was reported that it was a common occurrence for a while in early 2017 but is rare now. Additional information was received on 11/30/17. The sheath was leaking from the port of the sheath where the wires and catheters are introduced. Patient condition is stable transplant patient. The procedure outcome was good. Sheath was exchanged and no further issues. 6 fr. Jl4 catheter and 038 j tip guidewire was also used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 . No information was inadvertently selected instead of male.